Event description:
Proximal occlusion alarm on plum pump upon rn hanging taxol. Taxol with tubing from the pharmacy connected to the primary tubing with chemolock connector. Rn push start on the pump and pump alarmed proximal occlusion. Rn had to change out primary tubing. Manufacturer response for plum pump primary tubing, (brand not provided) (per site reporter).